Event description:
It was reported that the patient presented with inappropriate shock on the implantable cardioverter defibrillator (ICD) due to premature ventricular contraction causing ventricular fibrillation. No resolution was performed. Further information was requested but not received.